Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. System is not coming to technical services. No additional information received. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have had this arctic sun device returned to them saying it was leaking, they have turned it on and tried connecting a pad, but they were struggling to get it going without a patient temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have had this arctic sun device returned to them saying it was leaking, they have turned it on and tried connecting a pad, but they were struggling to get it going without a patient temperature.